Manufacturer narrative:
H3, h6: in the literature article named "high frequency of adverse local tissue reactions in asymptomatic patients with metal-on-metal tha", it was reported that, after an r3 system had been implanted on a patient, the patient suffered from an osteolytic lesion of 1.9 x 5.1 while using the r3 mom system. It is unknown how the adverse local tissue reaction was treated. The outcome of the patient is unknown. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The literature article was reviewed. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
On the literature article named "high frequency of adverse local tissue reactions in asymptomatic patients with metal-on-metal tha", it was reported that, after a r3 system had been implanted on 1 patient, the patient suffered from an osteolytic lesion of 1.9x5.1 while using the r3 mom system. It is unknown if how the adverse local tissue reaction was treated. The outcome of the patient is unknown.